Event description:
It was reported that during a laparoscopic cholecystectomy procedure, a piece from the seal ripped and came off. The piece that came off was located in the abdomen and removed. The procedure continued with the use of a reducer cap added to the device. There was no adverse pt consequence reported.